Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device was returned for analysis. Visual examination of the complaint unit was carried out. It was noted that the sheath had tightened marks 14.5cm from the strain relief. An attempt was made to wet test the rotablator plus unit. A pin hole leak was noted approximately 14.5cm from the strain relief, where the tightened marks were noted during the visual inspection. The rotablator plus unit could not be wet tested due to the leak in the catheter unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: advance the catheter through the hemostasis valve and gently tighten the valve to prevent bleeding around the catheter sheath. If the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve. (B)(4).

Event description:
It was reported that there was a pin hole on the rotalink sheath. A 1.25mm rotalink plus rotational atherectomy system was selected to treat the lesion. During preparation, while the device was being tested outside the patient, it was noted that there was a pin hole on the sheath. Another of the same device was completed to complete the procedure. No patient complications reported and the patient's status is stable.

Event description:
It was reported that there was a pin hole on the rotalink sheath. A 1.25mm rotalink plus rotational atherectomy system was selected to treat the lesion. During preparation, while the device was being tested outside the patient, it was noted that there was a pin hole on the sheath. Another of the same device was completed to complete the procedure. No patient complications reported and the patient's status is stable.